Manufacturer narrative:
It was reported that the ventilator generated a technical error indicating a power error. Identification of issue has been done by analyzing problem description, service report and device¿s logs. The issue was reported based on available information as the technical error may lead to stop of ventilation. During evaluation of attached log files technical error, which indicates that safety valve is open (safety valve is open when it is expected to be closed) has been found. According to the information provided by the technician, the printed circuit dc/dc & standard connectors was temporary replaced using printed circuit board from another device. The replacement resolved the issue. Unfortunately, the customer did not purchase a new part. Printed circuit dc/dc & standard connectors converts the internal dc supply voltage +12 v_unreg into the following internal dc supply voltages: +24v, +12v, -12v, +5v and +3.3v. This printed circuit board also controls switching between mains power and external 12 v dc power supply. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: not provided corrected manufacture date: 01/12/2009

Event description:
(B)(4)

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).